Manufacturer narrative:
The device evaluation found that water tightness was lost due to damage on the cable unit and poor water-tightness of the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, 4k camera head, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the image darkens and the visual field was suddenly lost due to a defective charged coupled device unit. Due to disconnection in cable unit, the endoscopic image could not be displayed. This report is being submitted for the event found during evaluation. There was no patient involvement.